Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose for about three months. The customer stated that she has to change the infusion set 2 or 3 times to be able to get her readings down. Current blood glucose was 284 mg/dl. The customer stated she has been under stress lately. The drive support cap is recessed. Customer stated she has seen air bubbles in the past and had one at the time in the base of the reservoir and in the tubing. She declined to check for insulin and site issues. Customer was advised to perform fixed prime until removing the air bubbles. She declined to perform the high pressure test as she is sure the no delivery alarm is working. Customer was advised that the insulin pump is working as designed.